Event description:
Reportedly, the patient was transferred from another site for treatment of a non-st elevated myocardial infarction located in the proximal right coronary artery. During use of the 2.0x8 mm mini vision stent system, the stent became dislodged in the guiding catheter. Therefore, the guiding catheter was retracted with the stent implant inside it. The lesion was treated with another stent. No information was provided by the site as to whether any resistance was noted. No adverse patient effects or clinically significant delay in procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.